Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
During a patient event, the customer reported that the display on their device turned all green and reportedly the device could not be used. The medic who was using the device reported that they took the device out of the truck, and brought it into the patient's house during a heavy rainfall. He stated that once they were in the house he powered the device on and half of the screen was green and the other half of the screen was black. He powered up the device multiple times in the house during the event and the same half green screen would occur. Once he got the device back into the ambulance, he tried to power on the device again and he stated that the whole screen was green. He was unsure if the device was still functional and he does not recall if the device had any led's illuminated or if the device would beep at all. They had a backup device available which took somewhere between 1-2 minutes to be connected to the patient. There were no adverse effects reported to have occurred to the patient. The device was only used to monitor a patient who had some breathing issues.